Event description:
The customer contacted baxter?s technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc went to the end of therapy. The tsr explained the alarm and advised the hp discard the supplies once therapy has ended and also to contact the nurse. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted. Based on the information received at this time, the root cause could not be determined.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient (hp) regarding the report of a system error 2240 alarm. The hp stated he believed the cause was a loose connection between the spike and the solution bag. The set-up was discarded and lot number was unknown. The hp is continuing therapy as usual with no issues. No patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the system error 2240 was determined to be loose connection.

Event description:
It was reported that "motor is unable to lock tool and it caused the af02's guard to break." There was no patient impact was reported.